Manufacturer narrative:
(B)(4). Batch r94f4h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, surgeon continuously fired two cartridges and saw the staples status of deployment on tissue. But, he saw all the staples were not fully deployed on tissue. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch: r5an93. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with two gst60d reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reload b: gst60d, r5939u, fully fired. Reload c: gst60d, r59h6u, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.